Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair, and myocardial infarction, are potential complications associated with the transapical tavr procedure. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, patient factors (advanced coronary disease) in addition to procedural factors (laceration of left to right collaterals during the transapical approach) appear to have contributed to the myocardial infarction. The cause of the subsequent death appears to be multifactorial but does not appear to be related to the implanted valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As found through obituary search by the edwards implant patient registry, a patient expired 10 days post tavr procedure. Investigation found that the transapical approach contributed to myocardial infarction. Medical record review indicated a 23mm sapien xt valve was implanted via the transapical approach. Post deployment, no evidence of significant paravalvular leak (pvl) was noted. The procedure was completed and the patient was transferred to ICU for acute post-operative care. While in ICU, she developed hypoxic respiratory failure requiring vapotherm high flow therapy to maintain oxygen saturation. She required IV diuretics for fluid overload. She also developed an inferior wall motion abnormality which was attributed to the transapical approach and possible injury to the left to right collaterals during the tavr procedure. At the time of transfer to pcu, the patient was hemodynamically stable and o2 requirements had decreased. The patient was discharged to home with follow-up instructions. Nine (9) days post tavr, the patient was admitted to the hospital for abdominal pain due to constipation and acute kidney injury. She developed sustained episodes of vt. She remained hemodynamically stable; however, reported severe dyspnea and shortness of breath. She underwent cvvhd. During the process, she became short of breath, hypotensive and bradycardic. After multiple rounds of acls, the patient expired.

Event description:
As found through obituary search by the edwards implant patient registry, during a ta tavr, the patient sustained a myocardial infarction (mi). No treatment was rendered for the mi. Medical record review indicated a 23mm sapien xt valve was implanted via the transapical approach. The xt valve was positioned and deployed during a period of rapid ventricular pacing. During the procedure, the patient suffered st elevations. No actions were taken. The patient was discharged to home, and readmitted with shortness of breath, sustained vt, and elevated creatinine. Transthoracic echocardiogram (tte) performed at that time revealed a ¿resolving mi induced by apical approach during tavr¿. The patient underwent cvvhd, and during the process, she became short of breath, hypotensive and bradycardic. After multiple rounds of unsuccessful acls, the patient expired.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the patient¿s underlying cardiac pathology and co-morbidities (CABG, cad, history of prior mi) in addition to procedural factors (possible injury of left to right collaterals), likely contributed to mi. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.